Event description:
It was reported that removal difficulty occurred. The target lesion was located in the non-tortuous and non-calcified left main trunk to proximal left anterior descending artery. Following pre-dilation with a 2.00 mm balloon, the 3.50 x 28 mm synergy xd was placed. The stent delivery system balloon was then deflated without issue but during an attempt to retrieve the balloon, it could not be removed. Pushing and pulling maneuvers were attempted, and with difficulty, the balloon was able to be retrieved. Visual inspection of the balloon and catheter did not reveal any damage. Intravascular ultrasound observation confirmed stretching of a proximal strut and that the stent had not migrated. High pressure post dilation was performed which successfully pressed down the stent strut. An additional stent had already been planned to complete the procedure, regardless of this event. There were no patient complications.